Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with shortness of breath. It was suspected that the right ventricular (rv) lead exhibited intermittent undersensing during recorded high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.